Event description:
A ventilator was returned to the field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, the device failed the pneumatic test: measured tidal volume. The device's machine flow sensor, fio2 tubing, in-line proximal filter, 3-way solenoid valve and pm kit were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, the device failed the pneumatic test: measured tidal volume. The device's machine flow sensor, fio2 tubing, in-line proximal filter, 3-way solenoid valve and pm kit were replaced to address the issue. The 3-way solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid valve functioned as designed and operated without issue or error codes. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was replaced due to contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the field service engineer, the device failed the pneumatic test: measured tidal volume. The device's machine flow sensor, fio2 tubing, in-line proximal filter, 3-way solenoid valve and pm kit were replaced to address the issue. The 3-way solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid valve functioned as designed and operated without issue or error codes. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.